Event description:
The device was attached to a person diagnosed in cardiac arrest. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. CPR therapy was subsequently administered until paramedics arrived after approximately 10 minutes and took over care of the patient. Three shocks were administered to the patient. The patient was not resuscitated. The reporter was not sure if the alleged malfunction may have caused or contributed to the patinet's death.